Event description:
It was reported that resistance was experienced when filling the cartridge with insulin. There was no reported adverse impact. The issue was resolved by performing a supply change.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device evaluated by MFR : device not returned.